Event description:
The labeling on the gmrs long cemented stem says it is a 40mm body but does not indicate that you should use a 30mm extension trial on the labeling or the op tech. We trialed with a 40mm extension piece on a 11mm x 203 stem trial. The surgeon liked that configuration and asked for the implants. I opened a (B)(4) and it was 10mm shorter than the construct we trialed. We then opened the (B)(4) and added a 40mm extension piece to mirror the construct trialed.

Manufacturer narrative:
An event regarding an issue with instructions regarding trialing (B)(6) components involving an mrs stem was reported. The event was not confirmed. Medical records received and evaluation: not performed as this event relates to the trialing of the (B)(6) construct intra-operatively. The surgeon achieved the desired result with the implant components and no adverse consequences were reported. Device history review: DHR review was satisfactory. Complaint history review: chr review confirmed that there were no other similar events for this lot. Conclusions: investigation determined that the surgical protocols for both the (B)(6) proximal femoral and the (B)(6) distal femoral systems contain the instruction regarding the use of the 30mm trial extension piece as the trial extra-cortical body (40mm) of the (B)(6) stem.

Event description:
The labeling on the (B)(4) long cemented stem says it is a 40mm body but does not indicate that you should use a 30mm extension trial on the labeling or the op tech. We trialed with a 40mm extension piece on a 11mm x 203 stem trial. The surgeon liked that configuration and asked for the implants. I opened a (B)(4) and it was 10mm shorter than the construct we trialed. We then opened the (B)(4) and added a 40mm extension piece to mirror the construct trialed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.